Event description:
Alleged event: healthcare professional reported capsular contracture baker grade iii/IV of a non-(B)(6) device. This record is for the left side. Device was explanted. Health effect code: 1761, 1924. Device problem code: 2682. Reference report: mw5189238. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).